Event description:
The report indicated that the clinician noted leakage from the arterial boot and desaturation of the blood in the arterial line. It was believed that an obstruction occurred in the oxygenator. The device was changed out and the procedure was uneventful. No pt compromise was observed. Following co's complaint analysis, the reported event could not be confirmed.